Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test. No button error alarm noted upon testing however, unit alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the down arrow of the insulin pump was not responding. The customer stated that the down button was unresponsive. The customer stated that the buttons were responding at the time of the call. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.